Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/15/2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, it was reported that the patient experienced bleeding at the sensor insertion site. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.